Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated by the physician during the routing follow up post implant procedure. A magnetic resonance was performed, and it was noted that the balloon had no fluid. In addition, it was noted that the patient had a bilateral hydrocele that could have been caused by the manipulation of the scrotum when trying to activate the device. A revision surgery was recommended.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. No damage or abnormalities were noted during visual examination; however, the component did not pass leakage test due to a pinhole tear identified in its kink resistant tubing (krt) upon microscopic evaluation. The balloon was visually and tested for leaks and passed all testing. The pump was visually and microscopically inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the pinhole tear identified in the krt of the cuff could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated by the physician during the routing follow up post implant procedure. A magnetic resonance was performed, and it was noted that the balloon had no fluid. In addition, it was noted that the patient had a bilateral hydrocele that could have been caused by the manipulation of the scrotum when trying to activate the device. Four months later, a surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated by the physician during the routine post-implant follow up. Magnetic resonance imaging was performed, and it was noted that the balloon had no fluid. In addition, it was noted that the patient had a bilateral hydrocele that could have been caused by the manipulation of the scrotum when trying to activate the device. The patient underwent surgery for device explant.